Event description:
Report received of two tubing sets developing a tear. The customer reports that the same patient had two tubing sets during the same night shift that developed a tear. The reporter could not recall where the tears were located on the tubing sets. It was also unknown to the reporter how long after the set was in use, that the tears developed. The pt was receiving a standard IV solution. The tubing sets were changed and the infusion resumed. With one of the tears the pt did experience blood loss; the amount of blood loss was unknown. The pt did not require any intervention related to the blood loss. There was no report of adverse patient effect. Additional patient information was requested, but no further information was available.